Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an outflow graft thrombus could not be confirmed through this evaluation as no imaging was submitted for review and no product was returned for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and hm ii lvas patient handbook are currently available. Section 1 ¿introduction¿ of this document lists the potential adverse events that may be associated with the use of the hm ii lvas. This section also explains pump parameters, including power and flow. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a "known" outflow graft thrombus. Event date is estimated.

Manufacturer narrative:
A4: patient weight not provided, pending follow-up with account/site/customer.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.